Event description:
A sunrise account manager and a dealer called into customer service to report that an end user had advised them that the j3back foam for support on his wheelchair wore down above the bottom in the center. This allegedly caused the end user to sustain an injury from the insufficient cushion. The injury sustained was a pressure sore and the end user is currently receiving ongoing medical treatment.

Manufacturer narrative:
The product has not been returned to the MFR for eval and it is unk if or when the MFR may have an opportunity to evaluate the device. MFR does not have all of the details of the reportable event at this time to complete our investigation.